Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no capture was observed at maximum output. X-ray showed no slack in the lead. The lead was explanted when repositioning was unsuccessful.